Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure. Patient is doing well postoperatively. Nothing will be returned, the hospital disposed of the explant device. No device malfunction suspected.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure. Patient is doing well postoperatively. Nothing will be returned, the hospital disposed of the explant device. No device malfunction suspected.